Event description:
It was reported that prior to a robotic laparoscopic cholecystectomy while a patient was in the operating room, the bipolar fenestrated grasper (bfg) was not recognized after docking. The issue was resolved by replacing the bfg. There was no patient injury.

Manufacturer narrative:
D9: device available for evaluation?, return date, h3 and h6: annex b, annex c and annex g have been updated. Device evaluation: medtronic led an evaluation of the returned bipolar fenestrated grasper (bfg) as well as the associated device data. Visual inspection of the returned bfg noted no corrosion on the electrical contacts. There was no damage noted to the jaws of the I nstrument. Microscopic inspection of the drive cables noted no damage. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the instrument was read with no observed failures. Evaluation of the device data indicates occurrence of error codes ¿read write sequence fail¿ and ¿arm docked sim disconnected¿. Evaluation of the device data for the reported bipolar fenestrated grasper confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a connectivity issue between the bipolar fenestrated grasper and the sterile interface module. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a robotic laparoscopic cholecystectomy while a patient was in the operating room, the bipolar fenestrated grasper (bfg) was not recognized after docking. The issue was resolved by replacing the bfg. There was no patient injury.